Manufacturer narrative:
The event as described is deemed a serious injury. Further reports indicates that end-user has had this rash for the past 2 years; therefore, rash has been present prior to application of convatec product. Currently end-user is wearing convatec's product and has been provided instructions on skin care and proper use of accessory products. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Mother of end-user reports that for the past 2 years, end-user has had a 'red, itchy area' inferior to stoma extending from under wafer's mass to groin area. Further reports indicates that end-user has been seen by multiple et nurses and has used multiple types of products without improvement.